Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
This is report 1 of 2 of (B)(4). It was reported that during a rotator cuff repair surgical procedure the distal part of the 2x expressew iii needle pk5 device broke and had to take an x-ray to identify the needle but still could not retrieve it. The procedure was completed successfully. There was a forty five minute delay to the procedure reported. Had to take an x-ray of the shoulder to identify the broken needle but could not find it. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: b5: during further follow up with the reporter the following was stated: 1) the size of the fragment was exactly about 4mm. 2)the reporter was not aware of the patient showing any signs of developing a surgical site infection due to the extended surgical delay. 3) the fragment is in the soft tissue since it is a rotator cuff repair surgery. The reporter was also unsure if there was high chance of the fragment migrating. 4) the surgeon stated that since, the fragment was not found in x-ray, he did not leave any comments but he thought that it could have possibly cleared in the fluid.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.